Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated there is something wrong with one of the leads. Caller stated when they are trying to change the settings they are seeing settings not available cannot provide your desired intensity settings. Caller also stated patient doesn't feel one side of the stimulation. Caller confirmed this is "out of the blue" and everything was working fine until 2 days ago when patient was recharging and one side just didn't respond. Caller mentioned they only have one group. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.